Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The reported event of a needle insertion difficulty could not be confirmed. The dilator was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During an atrial fibrillation procedure, after a needle was inserted into the sheath in the patient, the sheath was grinding against the needle. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient. The needle was not reshaped, and the stylet was used.